Event description:
Customer reported receiving erratic readings on their freestyle freedom meter. Customer reported receiving readings of 483 mg/dl and 95 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, customer reported experiencing symptoms of lightheadedness and weakness but no self-treatment was reported. Although customer reported visiting a health care facility where she was treated with unspecified fluids, there was no diagnosis available and no injury reported. Adc customer services attempted to contact customer for clarification but without any success. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.